Manufacturer narrative:
A medical expert was informed about this case, to help with the management of this adverse event. Granulomas are known and widely documented effects in the context of hyaluronic acid filler injections. They are caused by a delayed immune reaction of the body in response to the implant being treated as a foreign body. As it is unable to eliminate the implant, the body surrounds it with immune cells (macrophages) forming a more or less hard and inflammatory mass. A treatment with hyaluronidase and anti-inflammatories generally allows to treat these reactions quickly and effectively, although certain granulomas at an advanced stage might be unresponsive to hyaluronidase. The risk of such reaction is mentioned in the instructions for use of teosyal products.

Event description:
This case occurred outside of the united states, in (B)(6). According to the received information, the patient was injected on (B)(6) 2022 with teosyal rha 4, 1.2ml, in the naso-labial folds and marionette lines. In (B)(6) 2022, on an unknown exact date, the patient complained about oedema, swelling, skin induration and pain in the injection sites. The injector diagnosed a granuloma, however this was not medically confirmed. On (B)(6) 2022, as corrective treatments, the patient received: deltacortene 25 mg, 2 cps 2 times a day, for 7 days; augmentin 1 g 1 cp, 2 times a day; hyaluronidase injection, 300 u. I. Following these treatments, the patient's symptoms improved. The injector scaled the dose of anti-inflammatory which led the patient to return to the initial situation of oedema, swelling, hard area and pain. For this reason, on (B)(6) 2022, the patient received two vials of hyaluronidase 300 u. I. (600 u.I. In total). No improvements was observed at that stage yet. Further attempts will be made to obtain additional information.